Manufacturer narrative:
(B)(4). G2 - foreign: canada. Upon receipt, the device does not have power due to overheat. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. Device is used for treatment. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during a check at the repair centre, it was discovered that battery does not have power due to overheat. Although this event occurred out of surgery, it is related to a malfunction that could potentially lead to a sterility issue/serious injury. However, no patient harm or further outcome was reported. No more information has been provided.